Event description:
Pump screen had error message. Unable to fix, no side affects were a result of the pump malfunction. Sending replacement and return box. Pt calling back with serial number, after numerous calls to pt, she is not calling us back with the serial number. Dose or amount: 80 ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2012 to current. Diagnosis or reason for use: pulmonary arterial hypertension.